Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the display was damaged and saline had spilled on the front of the iabp unit housing. The stm noted the display was beyond repair due to major structural damage to the housing on the inside of the display. The stm noted that no additional damage to the iabp unit cart was observed. To correct the issue, the stm replaced the top level display assembly and replaced the recorder due to saline remnants observed on the processor. The stm removed all residual saline from the unit and replaced the safety disk due to upcoming expiration cycles. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was knocked over when the patient's bed was moved to allow IV pumps to be placed on the IV poles attached to the patient's bed. The bed pushed against the iabp unit causing it to tip over and the screens shattered. The iabp unit continued to pump but was replaced to continue therapy. There was no patient harm and no adverse event was reported.